Event description:
The customer reported the system was having cine drive errors and that the cine did not work. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.